Manufacturer narrative:
The device was not returned to mmd for evaluation. A DHR review was completed and did not show the currently reported issue. Because the device was not returned to mmd for evaluation, an investigation could not be completed. This report will be updated if the device is returned to mmd.

Event description:
The initial reporter stated that the pump was over infusing. They stated that the pump was set to deliver 105 ml at a rate of 35 ml/hr and that the pump was finishing in "a little over two hours" with the feeding being scheduled to last for three hours. Mmd made multiple attemps to follow up with the initial reporter, but they were unsuccessful. They did not report any adverse effects to the patient due to the complaint. No other information was provided. [Complaint (B)(4)].